Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server ,experienced lidocaine hcl 2% jelly urojet 5ml not displaying for removal on profile units. The customer reported that there was no delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ es server, experienced lidocaine hcl 2% jelly urojet 5ml not displaying for removal on profile units. The customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Added the following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a medication was not showing on patient profile. A technical support specialist stated that the medication was not loaded in the station because the order was sent with a different medication identification. The system functioned as intended after the technical support specialist investigated the device.